Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with po345r - jaw ins.dorsey grsp fcps 3.5mm 290mm. According to the complainant, the working end of the device broke. This occurred during a bilateral inguinal hernia repair surgery. An additional medical intervention was required. The broken piece fell into the patient and was retrieved successfully. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation: we made a visual inspection of the product. The instrument was forwarded to the manufacturing area for examination. Jaw section holder was severely bent. Axle pin on jaw broken off. Function is no longer given. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device was not possible. The review of risk assessment revealed that the overall risk level ((4)5 severity x (2)5 probability of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: to conclude from the shaft, a high lateral force has acted on the receptacle. Presumably the instrument was used as a lever. No defect can be detected on the production side; most probably a user error. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based on the investigation results, a CAPA is not necessary.